Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit, resulting in the decision to explant. The device was explanted on (B)(6) 2016, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report november 07, 2016.

Manufacturer narrative:
This report is filed on december 21, 2016.